Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify battery out limit due to button/keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corners, minor scratched and cracked display window.

Event description:
The customer reported via phone call that they had a keypad anomaly, battery out limit alarm, and a button error alarm on the insulin pump. Customer also stated that the pump was scrolling up and down. Customer removed the battery but was still having the same issue. Customer's blood glucose was 137 mg/dl at the time. Customer mentioned that the batteries were not out of the pump greater than the duration allowed by the pump. The alarm history was reviewed and it was found that the customer has not received multiple battery out limit alarms when the batteries are out of the pump for less than 1 minute. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.